Event description:
The accounts maintenance alleged the casters will sometimes not lock in brake and will roll after the brake is set.

Manufacturer narrative:
Technical support instructed the account to isolate each caster. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.